Event description:
It was reported that while the patient was in the clinic, this right ventricular (rv) lead exhibited no capture at maximum pace outputs in both the unipolar and bipolar configurations. The patient was indicated to receive rv pace therapy zero percent of the time. It was noted that an x-ray was ordered to confirm rv lead location. Subsequent information from the boston scientific representative indicated that the cause of loss of capture was not determined, although micro-dislodgement at the lead-tissue interface was suspected. The lead remains in-service. There were no adverse patient effects.